Event description:
Doctor reported events of "port region infection" from journal article: "own experience improving port implantation in laparoscopic adjustable gastric banding", videosurgery and other miniinvasive techniques 2012; 7/2: 82-88. This medwatch represents the 4 cases of port region infection listed in table vi on page 85 of the article.

Manufacturer narrative:
Taper unk. Medwatch sent ot FDA on: 06/sep/2012. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this info the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual exam may determine the connector type. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Infection is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period or yrs after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."